Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
In this event it is reported that patient experienced mobility from the wearing of suresmile retainer.